Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tape not sticking issue event on (B)(6) 2026. The infusion set was in use for one day. Due to the event, patient's blood glucose level was 300mg/dl and was treated with insulin via pump.